Event description:
Legal claim alleges patient has had severe problems with the left hip asr systems which were surgically implanted in his body. Update: information received from sales rep indicates that patient has now been revised (dor (B)(6)) due to pain. There is no new information that would change the investigation.

Manufacturer narrative:
Litigation papers provided additional information, which has been added to the complaint. There is no new information that would affect the investigation, which is still considered closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.